Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, 1st inratio: 15 something, 2nd inratio: 1.0 something. Caller was unable to provide exact results. Pt's therapeutic range is: (2-3). Patient is on coumadin.